Event description:
The patient received a pneumothorax during a superdimension procedure. Subsequently, the patient underwent a wedge resection procedure following the superdimension procedure as planned. No additional treatment was required for the pneumothorax. The patient received normal follow-up care following the surgical procedure and was discharged to home. If additional information pertinent to the incident is obtained a follow-up report will be submitted. .

Manufacturer narrative:
(B)(4). A component of the superdimension system; case recordings, were returned and evaluated. The evaluation showed CT-to-body divergence however the cause of the CT to body divergence is unknown therefore no conclusion could be made. The failure mode of CT-to-body divergence is acceptable with mitigation per the superdimension fmea documentation. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information pertinent to the incident is obtained a follow-up report will be submitted.